Event description:
The customer reported that during a hysterectomy, the jaws of the device could no longer be opened. The device was on tissue at the time, but no further information as to how the device was removed could be provided by the site. There was no patient injury.

Manufacturer narrative:
(B)(4) . The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.